Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was previously admitted and was back in the emergency department. The device experienced an electrical reset, with battery voltage not being measured and invalid data seen. Atrial undersensing was also noted. The device was interrogated thus clearing the reset, and both the device and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.